Event description:
Boston scientific received information that during a normal device change out this right ventricular (rv) lead was surgically abandoned due to dislodgement. A new right ventricular (rv) lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.